Event description:
It was reported that the system 9800 displayed distorted images during a procedure. The image on the left monitor would break up. Reinitialization had to occur to regain image quality. This created several delays during the procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was suggested that the problem may be caused by the interconnect cable. A service call had been scheduled in order for a ge service representative to evaluate the system properly. The service call was postponed/cancelled after the interconnect cable was reseated and the problem did not occur any longer. An additional report will be generated and submitted if further information becomes available.